Event description:
A customer obtained a false negative tbhcg result on one patient sample. The sample was also tested with the qualitative method which gave a positive result. The specimen was then re-analyzed on this instrument and on a different analyzer and positive results were obtained. The false negative result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was serum with a gel barrier and was centrifuged at 3,500 rpm for 10 minutes. Qc was within the customer's established ranges prior to and after the event. No errors were posted to the event log in association with this event. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm), and replaced multiple parts. All verification testing met published specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.